Event description:
During implant, no impedance or sensing measurements were available. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: the reported events of no sensing and lead impedance anomaly were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.